Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion and a request was made to technical services (ts) to have data from this device analyzed. One year ago, the longevity on this device displayed 12 years remaining and now indicated seven years remaining. Data analysis showed the decrease in battery longevity was due to the device sensing chronic high atrial rates. Reprogramming recommendations were provided by ts and planned to be addressed at the next follow-up appointment. No adverse health effects were reported. This device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow-up. Remaining longevity decreased five years between one year period. A request was made to have data from this device analyzed. The device is sensing a high atrial rate. High rate atrial sensing can cause an increase in power consumption. Device reprogramming or apply methods to reduce the high rate atrial sensing were recommended. Patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.